Event description:
The customer reported that she was on her way to the hospital due to diabetic ketoacidosis. The nurse at the hospital stated that the insulin pump malfunctioned, and needed to be replaced per the doctor's request. The customer's infusion set was replaced, but the customer continued to experience elevated blood glucose levels. The reported blood glucose reading at the time of admission was 414 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.